Event description:
Distributor requested repair of an ambulatory infusion pump due to "occlusion pressure too low (5.5 psi)". No patient details were provided.

Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter (B)(4). The device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The pump was visually inspected and fluid ingression was found on the pump. The event log showed high pressure alarm messages after the pump was started. Pressure switch test was performed. The customer's reported problem was unable to be repeated. The pump's pressure switch test was found to be activated within the pump's manufacturer specifications. The "occlusion too low (5.5 p.s.I.) " issue was caused by fluid ingression. Downstream occlusion sensor is recommended to be replaced. The reported problem was user induced. Actions(s) taken to mitigate the reported issue(s): replaced the downstream occlusion sensor.

Manufacturer narrative:
One infusion pump was received for device evaluation. Visual inspection found no cracking of the cases; however, fluid ingression was noted. A review of the pump event history log was performed and found high pressure alarm messages recorded. Functional testing was performed to detect for pressure. Pressure switch testing found the device to be performing within manufacturing specification. The reported issue could not be duplicated and the complaint was not confirmed. The root cause to the reported issue was found to be fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.